Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The patient¿s blood glucose level was 88 mg/dl at the time of the incident. The customer also reported that the insulin pump would not exit the preparing to prime loop and insulin was squirting during manual prime process. The customer stated that the drive support cap was sticking out. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device is expected to be return for analysis.

Manufacturer narrative:
Device received a prime or fill anomaly and compromised force sensor system alarm due to loose drive support disc. Unable to perform the occlusion and excessive no delivery test due to loose drive support disc noted.